Manufacturer narrative:
The permanent cautery hook instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulation on the permanent cautery hook cable came off and was melting/burning the plastic. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have damaged conductor wire insulation. The conductor wire was exposed as a result of the insulation damage. Components adjacent to the conductor wire showed thermal damage. The instrument passed the electrical continuity test. The instrument was also found to have thermal damage at the distal clevis. Material appeared to have burnt off from the charring that occurred in the distal clevis pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.